Manufacturer narrative:
The following device was also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510-f-402; lot# el4kf tri ts baseplate size 5; cat# 5521-b-500; lot# jivl tri cemented stem 9mmx100mm; cat# 5560-s-209; lot# m9t12e triathlon asymmetric x3 patella; cat# 5551-g-299; lot# v2n1 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient presented with a right knee infection. Surgeon revised with a new insert.

Manufacturer narrative:
An event regarding revision due to infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as the device was not returned. Medical records received and evaluation: there is no correlation between any specific device property and infection can be established. Patient had some risk factors present in the form of an overweight condition but mainly bad luck to sustain an infectious complication of her knee arthroplasty. Early intervention was adequate although there is no info on further outcome or whether infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced conclusions: based on the medical review, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient presented with a right knee infection. Surgeon revised with a new insert.